Event description:
On july 6, 2007, the lifescan (lfs) regional manager contacted lfs regarding an incident using the lfs one touch ultra test strips with an abbott optium xceed meter. In 2007, at an unspecified time a pt reportedly obtained a result using the above abbott meter with a one touch ultra test strip. The result was reportedly 8 mmol/l lower than expected; so the pt allegedly took less insulin than normal. The exact blood glucose result, symptoms experienced during this time, and medication dose were not provided. At an unspecified time later, the pt collapsed at home and was admitted to hospital for 3 days with "diabetic ketoacidosis." The pt also has a one touch ultra easy meter and had been using the lfs test strips with the abbott meter for several months. No further clinical information was provided about the event. It would have been helpful to know the pt's diabetes regimen and the events leading up to the pt being admitted into the hospital. Additionally, it would be helpful to know why the pt had been using the ultra test strips with the abbott meter. The following statement is found on the onetouch ultra test strip carton: "for blood glucose testing with the onetouch ultra family of meters and induo systems." Additionally, the test strip vial clearly states the brand name, "onetouch ultra test strips." The following information is found in the onetouch ultra test strip literature, intended use "onetouch ultra test strips are used with the one touch ultra family of meters and induo systems for quantitatively measuring glucose in fresh capillary whole blood." Precautions to obtain accurate results: "use only onetouch ultra test strips with the onetouch ultra family of meters and induo systems to obtain accurate results." This medical affairs specialist (mas) notified abbott through the abbott website on july 10, 2007 about this complaint. Abbott responded back to the mas on july 11, 2007 through e-mail stating, "abbott diabetes care is aware of the situation, and our UK team will perform any necessary follow-up." The complaint is being reported because a pt allegedly used lfs ultra test strips with a non-lfs meter, based treatment on the result and was admitted with "diabetic ketoacidosis."